Event description:
It was reported that the customer was taken to the emergency room for high blood glucose. The blood glucose reading was 450mg/dl. It was reported that the customer was getting several no delivery alarms, even after changing the infusion set. Troubleshooting was performed. It was reported that the customer ran a displacement test while being in the hospital and he was able to rewind. However, when the pump primes the numbers were not ramping but the piston kept moving. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.